Manufacturer narrative:
The pump no button error alarm. The pump did have intermittent button response due to moisture damage keypad trace. No frozen screen, battery out limit or blank display anomaly noted. The pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen screen and button error alarm. The blood glucose at the time of the incident was 160 mg/dl. The customer states they were in the middle of change in sets when the screen froze. There was no response from any of the buttons. Then pump alarmed battery out limit followed by a button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.